Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 02/14/2018 evaluation: a failed suture needle,was submitted for evaluation. The component was identified. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a abdominal hysterectomy (total) on (B)(6) 2017 and suture was used on subcuticular closure. It was reported that during the procedure, the needle popped off the suture pre-maturely. There were no patient consequences. No additional information is available.